Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed, 25-30mmx6mm, eccentric target lesion was located in the moderately calcified left superficial femoral artery. A 7x60x120mm epic stent was advanced for treatment; however, during stent deployment, the stent length foreshortened due to stent crimping. A 7x80mm epic stent was then placed in the lesion proximally overlapping the 7x60x120mm epic and a 7x60mm mustang balloon catheter was used for post dilatation and the procedure was completed. No patient complications were reported and the patient's status was stable.